Manufacturer narrative:
05-nov-2024 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Toothbrush heads [...] Have snapped / you can hear the wobbling inside - oral-b [device breakage]. Product counterfeit - oral-b [product counterfeit]. Case narrative: consumer via e-mail reported that the oral-b toothbrush heads snapped and they heard wobbling inside. No injury was reported. 07-oct-2024 follow-up via digital safety assessment survey: the consumer was a 51 year old female. No medical professional was contacted. No injury was reported. 07-oct-2024 via image: the suspect product was oral-b power oral care refills precision clean eb20rx. No injury was reported. 05-nov-2024 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Toothbrush heads have snapped / you can hear the wobbling inside - oral-b [device breakage]. Case narrative: consumer via e-mail reported that the oral-b toothbrush heads snapped and they heard wobbling inside. No injury was reported. 07-oct-2024 follow-up via digital safety assessment survey: the consumer was a 51-year-old female. No medical professional was contacted. No injury was reported. 07-oct-2024 via image: the suspect product was oral-b power oral care refills precision clean eb20rx. No injury was reported.